Event description:
Caller reported a malfunction on the pump, with the specific malfunction code noted as "malf 0." Due to this issue, the customer's blood glucose level exceeded 500 mg/dl, and the value was displayed as "high." As corrective actions, the customer required help from a healthcare professional and performed a correction injection using multiple daily injections (mdi). Despite the incident, no injuries were reported, though ketones were present. Technical support arranged for a replacement pump to be sent and advised on obtaining a compatible sensor and returning the faulty pump. The customer understood the instructions provided.